Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned with no apparent damage and with two ecr60b cartridges present. The cartridge (b) was received unfired with 6 drivers missing making the reload non-functional. The cartridge (c) was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a left upper lobectomy procedure, the device could not fire after firing by one fourth on the first firing with an ecr60b. Another cartridge was loaded but the device also could not fire. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.